Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported that a 132 gallon dry acid machine fill valve sparked when attempting to fill the tank in dissolution mode. There was no smoke or fire but there was a burning smell. The bmt turned off the mixer to stop it sparking. Upon follow up, the bmt confirmed the reported product complaint. The bmt stated that the fill valve issue was found during treatment hours. The bmt also stated that upon troubleshooting the filling issue, he found that the fill valve was melted with cracks and the solenoid for water looks different but still functions. The bmt did not observe any other visible heat or electrical damage related to the burning smell, sparking, and melting found on the fill valve. The bmt stated that the fill valve is the original fresenius part on the machine. The bmt reported the mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt stated that the fill valve was replaced, however the replacement fill valve did not resolved the filling issue, and that the machine now requires a replacement control board that has been ordered. Additionally, the bmt confirmed that there were no other additional issues, associated with the damaged fill valve. The facility is manually filling until the mixer is fixed. The bmt confirmed that there was no harm to any patients or individuals because of this malfunction. The bmt confirmed that the fill valve is available for return to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (bmt) reported that a 132 gallon dry acid machine fill valve sparked when attempting to fill the tank in dissolution mode. There was no smoke or fire but there was a burning smell. The bmt turned off the mixer to stop it sparking. Upon follow up, the bmt confirmed the reported product complaint. The bmt stated that the fill valve issue was found during treatment hours. The bmt also stated that upon troubleshooting the filling issue, he found that the fill valve was melted with cracks and the solenoid for water looks different but still functions. The bmt did not observe any other visible heat or electrical damage related to the burning smell, sparking, and melting found on the fill valve. The bmt stated that the fill valve is the original fresenius part on the machine. The bmt reported the mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt stated that the fill valve was replaced, however the replacement fill valve did not resolved the filling issue, and that the machine now requires a replacement control board that has been ordered. Additionally, the bmt confirmed that there were no other additional issues, associated with the damaged fill valve. The facility is manually filling until the mixer is fixed. The bmt confirmed that there was no harm to any patients or individuals because of this malfunction. The bmt confirmed that the fill valve is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.